Event description:
Realize lap band made me vomit even after sips of water. The band was put in (B)(6) 2009 and I started to have issues with it about the fourth year. I would slime terribly and would not be able to eat until 5pm some days. I never had the good weight loss that should of happened. I would have pain where the port is terribly, so much so that I could not do any stomach exercises.